Event description:
It was reported that they use the device with sherlock 3cg tps stylet devices in their facility and allegedly had a problem with one of the devices during an insertion. The guide wire could reportedly not be removed easily, they called the radiologist over to look at it and after his inspection, the guide wire was allegedly forcefully removed only to discover there was an alleged knot on the end of the wire.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyh0500 showed no other similar product complaint(s) from these lot numbers.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 0.018¿x50cm flexura nitinol guidewire. Usage residues were evident on the wire, concentrated in the knot. The weld tip was intact. A knot was observed in the wire near the distal tip. No evidence was found that would suggest a manufacturing defect, but this type of failure can possibly occur as an anomaly of technique during attempted guidewire insertion. In order for a knot to form there would need to be forward motion against an obstacle, a twisting motion in order to bring the wire through the potential loop, and a backward motion (such as withdrawal of the wire). Avoiding twisting motions (particularly when encountering insertion difficulty) may help to avoid the alleged event.